Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that there were no x rays intermittently. After conducting functional testing, fse found that the footswitch wiring was loose. Fse reconnected the footswitch. The system was returned to use in good working order after the connected footswitch was fixed. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no x-ray. The system use at the time of event was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.